Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump got moisture damage and received critical pump error (open book image). Customer also reported battery cap damage and flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for moisture damage and found moisture in battery compartment. Troubleshooting was performed for battery cap damage and a replacement battery cap will be provided to the customer. Troubleshooting was performed for display issues and customer was advised to discontinue use of the device. Troubleshooting was performed for critical pump error; customer was not using the correct battery cap for the pump they are using. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with blank flashing white display. Received battery cap contacts missing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement, sleep current measurement test or self-test due to blank flashing white display. Unable to download history files and traces using thump due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact damaged, cracked keypad overlay, scratched case, battery tube threads - cracked and cracked belt clip rails. Blank flashing white display was confirmed during analysis due to moisture damage on the electronic assemblies. Unable to confirm critical pump error (open book image) due to blank flashing white display. Battery cap lost was not confirmed, however battery cap contacts confirmed missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.